Event description:
During an implant procedure, the device lost radiofrequency (rf) telemetry communication with the merlin programmer. The device was interrogated with inductive telemetry and the device procedure was completed without further issue to resolve the event. The patient was in stable condition.